Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to complainant: the gunther tulip navalign femoral vena cava filter had been in place for approximately 1 year. The filter had grown into the cava wall and contained a lot of clots. Difficulty was experienced in attempting to retrieve the filter. Using a few cook retrieval sets, sheaths and another manufacturers snare, the filter was retrieved. However, during retrieval one of the secondary struts had broken off. All portions of the device were removed with no harm to the patient. Patient outcome: a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) summary of investigational findings: since no images or product is received for investigation, the evaluation is based on the description solely. Based on the information solely it is not possible to comment on the filter retrieval resulting in the filter to fracture. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Lot number was not provided, why device history record cannot be investigated. However, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: the gunther tulip navalign femoral vena cava filter had been in place for approximately 1 year. The filter had grown into the cava wall and contained a lot of clots. Difficulty was experienced in attempting to retrieve the filter. Using a few cook retrieval sets, sheaths and another manufacturers snare, the filter was retrieved. However, during retrieval one of the secondary struts had broken off. All portions of the device were removed with no harm to the patient. Patient outcome: a section of the device did not remain inside the patient&#62688;body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.